Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly and a lidstock for analysis. Visual analysis revealed that the dilator hub was completely separated from the dilator body, however, the separated hub was not returned for evaluation. The separation point on the dilator body was rough and discolored. The condition of the separation point appears consistent to that of a stress related break. No other defects or anomalies were observed. Visual examination of the separated hub could not be performed as it was not returned for evaluation. The dilator total length measured 12.75", which is within the specification limits of 12.5"-13" per the dilator product drawing. The dilator outer diameter measured 0.12345", which is within the specification limits of 0.123"-0.126" per the dilator product drawing. The dilator was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "ensure dilator hub fully snaps into sheath cap...holding sheath in place , remove guidewire and dilator." The dilator body was able to pass through the sheath with minimal resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit warns the user the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished , determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a hub separated from a dilator was confirmed through complaint investigation. Visual inspection revealed the dilator hub separated from the body. The separated hub was not returned for evaluation. The material at the point of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. The dilator met all relevant dimensional requirements, and a device history record review did not reveal any manufacturing related issues. The root cause could not be determined without the complete sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported during the procedure, the physician found the dilator deformed and frayed. A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition is reported as fine.